Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream/upstream occlusion seal and a nicked air detector. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the clock battery. As a result, the downstream/upstream seal and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited corroded battery contacts and compartment. During physical inspection, it was found that there was a delaminated downstream/upstream occlusion seal. There was no patient involvement, no patient injury was reported.